Event description:
A pt reported blood glucose results of 10.1 mmol/l, 3.0 mmol/l, 14.2 mmol/l, 16.0 mmol/l and 17.1 mmol/l with a lifescan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <1.11 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.